Manufacturer narrative:
There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse did not report any performance issue with the access accutni+3 reagent while onsite. The service activities performed by the fse were to optimize the systems performance. No malfunctions or deficiencies were identified as the assignable cause of this event. All system and assay parameters were performing within specification. There were no errors or flags associated with this event. In conclusion, there is insufficient evidence to suggest a system malfunction. An assignable cause cannot be confirmed with the available information. (B)(4). All mdrs associated with this report are: 2122870-2016-00512, 2122870-2016-00515.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for 2 patients on their access 2 immunoassay system serial number (B)(4). The second patient result is documented in medwatch # 2122870-2016-00515 the initial access accutni+3 result recovered above the assay reference range. The result was not released out of the laboratory. The sample was retested twice on the same access 2 immunoassay system generating results within the reference range. The sample was re-tested on the customers alternate access 2 immunoassay system serial number (B)(4) and the customer reported a result of <0.04 ng/ml was generated. The sample was re-tested on the access 2 immunoassay system serial number (B)(4) and again a result within the reference range was generated. Specific repeat results were not provided. The sample was not re-centrifuged between repeat testing. There was no report of change in patient treatment associated with this event. There was no report of an adverse effect to the patient as a consequence of this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The sample type was plasma and collected in a 13x75 mm lithium heparin tube with a gel barrier. The sample was centrifuged for 6 minutes at 3500 rpm (rotations per minute). There were no issues with sample integrity.